Event description:
It was reported patient underwent total knee arthroplasty revision of competitor product on (B)(6) 2013. While the surgeon attempted to assemble the femoral augment to the femoral component, a gap was noticed. Surgeon then assembled the components together with no gap and noticed the augment protruded approximately 1mm. The augments were used on the medial and lateral side to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings is lists, "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01929 / 01930).